Manufacturer narrative:
The insulin pump was received minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. No cracks on lcd window.

Event description:
It was reported that there is a huge crack on the screen of the insulin pump. Customer's blood glucose reading was 274 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.